Manufacturer narrative:
Due to characters limitations, e1 (event site name) is (B)(6) regional med ctr. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge field service technician (fst) that during battery pack install the cardiosave intra-aortic balloon pump (iabp) detected with a vertical line midsection on the upper display. There was no patient involved.

Manufacturer narrative:
A getinge field service engineer (fse) reported that they replaced the lcd display assembly. The unit passed all functional and safety tests and was returned to customer. The failure analysis and testing department received the following part associated with this complaint: top display assy. This part was received with a reported unit failure message of line on display midsection. The failure analysis and testing dept. Performed a visual inspection, and part looks to in good condition. Installed top display assy. Into the cardiosave test fixture and tested to the cardiosave service manual pn: 0070-00-0639 revision r. The fat dept. Verified the failure message of line on display midsection. Top display assy. Failed testing. Retaining top display assy. In the fat dept. Per procedure. Based on the evaluation results provided, the failure occurred due to a defective ¿lcd¿. The issue was resolved by replacing the malfunctioning part. Root cause evaluation for the part as per the cardiosave dfmea rev ag, the possible cause of the failure mode ¿12.1 lcd data clarity failure¿, is ¿component reliability¿.

Event description:
N/a.